Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During system check with tandem technical support, the root cause could not be determined because customer did not have room temperature insulin available to fill and load a new cartridge. Customer's blood glucose was 180 mg/dl at time of alarm.